Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 experienced consistent cubie failures, causing the device to eject cubies. This became increasingly problematic, as it was time consuming to reload each medication into the cubie every time one was ejected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 experienced consistent cubie failures, causing the device to eject cubies. This became increasingly problematic, as it was time consuming to reload each medication into the cubie every time one was ejected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.